Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1620c93e , s/n: (B)(4); use by date: (B)(6) 2017; upn # (B)(4) insufficient overlap of devices. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported that, approximately 2.50 year post index procedure, the patient presented with abdominal pain. A cta revealed that there was a type iii separation endoleak between the endurant ipsilateral iliac limb and endurant bifurcated stent graft. The physician decided to "bridge" with the implantation of an endurant 16x16x24 iliac limb and continue distally in the iliac with an endurant 16x20x93 iliac limb. The type iii separation was resolved. As per the physician, the cause of the event was user error due to insufficient overlap of the ipsilateral limb and main body as seen on film review of the previous procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Films review summary: review of a single still angiogram during an intervention (unknown study date) confirmed the reported limb detachment. The image revealed the bifurcate ipsi limb and extension, proximally from the level of the flow divider and distally to near the distal end of the ipsi limb extension. A portion of the contra limb was also visible. The films were non-contrast and no scale was seen on the films; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, and no stent graft or vessel measurements could be performed. There was approximately 10mm of separation between the bottom of the bifurcate ipsi limb and the ipsi limb extension. At the detachment location the limbs appeared essentially straight <(><<)>(><(>&<)><(> <<)>)> aligned in the visible left-right axis. There was also evidence of previously placed coils proximal to this limb detachment. The cause of the detachment could not be determined from this single returned image. The anatomy at implant is unknown, CT¿s were not available to provide a more complete assessment of the patient¿s anatomy and stent graft in-vivo configuration, and the amount of limb overlap at implant is unknown. It is possible that insufficient limb overlap at implant may have contributed to the limb detachment and type iii separation endoleak. If information is provided in the future, a supplemental report will be issued.